Manufacturer narrative:
Unit alarmed failed battery test after battery installation due to faulty battery tube. No battery out limit or weak battery alarms noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that she went through 20 new batteries and continued to have issues. The insulin pump alarmed battery out limit and weak battery. The customer called back after she received the replacement battery cap because she continued to have the same issues. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.